Event description:
(B)(4). Heavier more painful periods, periods last in long times and having another a couple days later, crippling migraines, unbearable pelvic pains, missed periods for months (no pregnancy), increased hair loss, painful intercourse, ovarian cyst (diagnosed (B)(6) 2015), extremely emotional, bad mood swings, lack of energy, bloating, weight gain and inability to lose, brain fog, forgetting simple things (it is actually taking me quite a bit of time to recall all of my side effects as there have been so many over a short time). The device still remains in my tubes but I am hoping to have them removed before spring.